Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that patient is being seen due to ra undersensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).